Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge patient line appeared to be black on the inside. Reportedly, the user does not believe the discoloration is on the outside of the patient line and believes the black color is mold growing on the inside of the tubing. It was noted that the infusion set tubing is clear. There was no reported impact to the user's blood glucose level. The user changed the cartridge.